Event description:
It was reported that the device is defective. Also, there was no harm for patient, operator or third party reported. It will be processed as repair, not as complaint. Update (B)(6) 18-oct-2024: further information was provided that during the reported event has occurred during a surgery. The surgeon tried to remove a free joint body from the joint. The forceps broke off during the first attempt. Update (B)(6) 24-oct-2024: further information was provided that the shear pin inside the handle broke outside the patient. The reported event occurred during a knee arthroscopy with anterior cruciate ligament plastic. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a different plier.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-11600nrf alligator hook tip grasper lot number: 15212779 was received for investigation. Visual evaluation of the device noted no problems with the exterior of the device. Functional testing was performed by actuating the device to manipulate the jaws. It was found that the grasper was not able to be opened and closed as intended. The most likely cause for the reported failure can be attributed to misuse/mishandling due to the damage to the device.